Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump requires new fully charged batteries. The troubleshooting was performed for blank display and display was not returned. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display due to corroded electronic assembly. The motor assembly found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display.